Manufacturer narrative:
Additional data: date of event.

Event description:
Additionally, healthcare professional reported that the symptoms resolved 5 days after the date of onset.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the upper lip with juvéderm® volbella¿ with lidocaine, and a little hematoma appeared. ¿when the procedure finished, the lip swelled a lot.¿ the patient presented ischemia. The symptoms have not resolved.